Manufacturer narrative:
The sample was received for evaluation. Visual inspection and functional testing were performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included simulated use testing and pressure testing. The sample did not meet product specifications during functional testing, a leak was found at port tubing and port seal. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag was leaking from the seam of the spike port. There was no patient involvement. No additional information is available.